Event description:
It was reported that an alert was received due to high, out-of-range shock lead impedances (sli) measurements, measuring 126 ohms. It was note there has been a gradual rise in sli. Technical services discussed troubleshooting and programming options. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.